Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced a yeast infection. The event was assessed as mild and possibly related to the study device or procedure. Fluconazole was prescribed on (B)(6) 2013 and the event was resolved on (B)(6) 2013. On (B)(6) 2013, the patient experienced urge incontinence. The event was assessed as mild and probably related to the study device or procedure. The doctor reinforced pelvic exercise and lifestyle measures and the event was resolved on (B)(6) 2013.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.